Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a thermally sensitive crystal, designator y1. The crystal y1 is located on the single board computer assembly, which is on the system pcb assembly.

Event description:
The customer reported that their device had its service indicator illuminated and would not boot up properly. After an evaluation of the device by physio-control, it was observed that the device booted up normally but locked up after a delivery of defibrillation energy during testing.there was no patient use associated with the reported failure.